Manufacturer narrative:
Device analysis report is attached. This report is submitted on june 07, 2024.

Manufacturer narrative:
This report is submitted on april 23, 2024.

Event description:
Per the clinic, the patient experienced an infection (purulent discharge) at the implant side and was treated with oral antibiotics (specific date and duration not reported) however, the issue did not resolve. Subsequently, the device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.